Event description:
The customer reported to olympus that an e315 error code (scope error) and e216 error code (scope communication error) occurred while using the evis lucera elite colonovideoscope. The issue was found during reprocessing. There was no patient harm reported. This report is being submitted for the reportable malfunction of e315 error code.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegations were confirmed. There was an electrical continuity error due to water invasion in the scope connector, resulting in the e216 and e315 scope errors. Additionally, the following were found during evaluation: due to improper use and maintenance, the key top of switch one was damaged and the leakage check label was discolored. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector during user handling of the subject device. It caused an abnormality in electrical components and the suggested event occurred. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): - inspection of the endoscopic image the user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.